Manufacturer narrative:
The customer reported that their AED is flashing red and will not power on. The customer stated that the AED is prompting a service code with a spare battery and that the pads were expired. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed. As a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
The customer reported that their AED is flashing red and will not power on. The customer stated that the AED is prompting an service code with a spare battery. They reported that this did not occur during patient use.